Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs), alleging that her one touch ultra meter prompted the apply sample message. The day earlier, at 5:30 pm, the patient was unable to obtain a reading on the reported meter, while shivering and having a burning sensation in her hands. She claimed, she "had to go to the ER because she was hypo and could not test with the lfs meter". A result of 3.2 mmol/l was obtained on the ER device and the patient was given food to eat. The patient said, she took 8 units of novo rapid insulin; however, it was not clear whether the patient took insulin before or after she experienced symptoms. The lfs customer service representative confirmed that, the blood sample drew into the test strip area; however, the meter did not count drown or give a reading. The meter, test strips, and control solution were replaced. It would have been helpful to know how long the patient was unable to test with the lfs meter, the patient's diabetes treatment regimen, and the patient's actions prior to experiencing symptoms that suggested hypoglycemia. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product. She claims she later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading on an ER device. The patient was treated with food in the ER.